Manufacturer narrative:
(B)(4). The device was not available for evaluation. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. Users are instructed to close the transfer set prior to disconnecting from the setup and immediately place a minicap on the transfer set after disconnecting. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received a system error 2240 (air in line) during use of the homechoice machine. The home patient (hp) disconnected to use the restroom without using the proper disconnect procedures, causing the error. According to the report, the patient stated that this occurred during drain two of five. The technical services representative (tsr) assisted the patient in clearing the alarm. There was no patient injury or medical intervention in association with this report. No additional information is available.